Event description:
It was reported that blood loss occurred. A watchdog hemostasis valve was selected for use. During the procedure, it was noted that the watchdog was leaking an excessive amount of blood. The tubing was replaced three times and the leaking was not resolved. A new watchdog was selected and there was no leaking. The procedure was completed with another of same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood present in the body of the y-adapter valve. All connection points, and the plunger were inspected and on the luer port there was a stress crack. The cracked luer port indicates there was force during device use which could have occurred during preparation of the device, procedural use. The valve was flushed to remove the excess blood from the device. The device was functionally tested for leaks in the other connection points to the valve. The luer port was connected to an inflation device filled with water to functionally test the device. The plunger was verified to be in the lock position, and the guide catheter was suppressed to close off and fully test for further leaks at minimal pressure. The crack in the luer port was the only leaking point to the valve and there were no further damages or irregularities to the device. The plunger was put in the open position and the guide catheter was not suppressed to ensure correct flow on both ends. Product analysis confirmed the reported event, as the luer port had a stress crack which indicates force during device use. IFU states: do not overtighten the connections as it may damage the device.

Event description:
It was reported that blood loss occurred. A watchdog hemostasis valve was selected for use. During the procedure, it was noted that the watchdog was leaking an excessive amount of blood. The tubing was replaced three times and the leaking was not resolved. A new watchdog was selected and there was no leaking. The procedure was completed with another of same device. No further patient complications were reported.